Event description:
The customer reported, the systems' touchscreen locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was restrapped and the monitors voltage was adjusted. The system was then found to be operating as intended.